Event description:
No stimulation sensation was reported. The patient has not felt stimulation for a couple days. The patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) is not working. The patient used the patient programmer (pp) to turn on and off the device, turn up and down stimulation, and change widths. The patient still did not feel stimulation. The battery shows full. There were no falls or accidents. In the last few weeks the patient noticed the pain was returning but in the last couple of days it escalated. Normally when the patient presses on the leads in a certain area it would change the feeling of the stimulation a little; now when she does it nothing is happening at all. The patient spoke with her health care provider (hcp) yesterday and nurse today, they directed her to the device manufacturer. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) and their concerns were resolved.

Event description:
Information was previously reported in manufacturing report #3004209178-2015-05533. After further review, it was determined that information was related to this event. If further information regarding this event is reported, it will be sent in a supplemental on this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3987a, lot# n096219, implanted: (B)(6) 2007, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3987a, lot# n096219, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that it was functionally okay and had insignificant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.